Event description:
The customer reported a large volume of fluid leak from the sample access module (sam) of the lh750 slidemaker. The customer stated that the fluid consisted of diluent mixed with blood and had leaked onto the counter top. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) stated that the leak appeared to be coming from the duro tubing at the fitting to solenoid 118 where it likely became loose over time. The fse replaced the sample access module and repair was verified per established procedures. Root cause of the leak was due to a loose tubing at fitting.

Manufacturer narrative:
(B)(4).